Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was 10.2 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book) and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.